Event description:
It was reported by a technician of our distributor, that he maintained the m1 cots. During checking he observed that it wasn't possible to pull the locking lever completely into the exit position. No pt involvement or adverse consequences were reported.